Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the target lesion was proximal right coronary artery (rca). During advancement of the diamondback 360 coronary orbital atherectomy (oad) crown through rca via radial access, the crown jumped forward at a shepard crooks-like bend of the proximal rca despite care being taken to ensure slow crown advancement at 1-2 mm per second. Subsequent attempts were hence performed in retrograde fashion which allowed stable crown retraction through the lesion. Multiple successful treatments were performed at 80, 000 and 120,000 rpm, not exceeding 20 seconds and 10 seconds per treatment respectively. The crown was parked in the distal segment of the lesion between each treatment. After approximately 7 treatments and upon attempting the 8th, all efforts to retract the oad to facilitate retrograde treatment were met with non-negotiating resistance. The crown remained immobile, while the viperwire advance coronary guide wire with flex tip retained mobility, indicating that the viperwire was free but the crown was stuck. Multiple attempts were made to retrieve the crown, including activation of glideassist mode; however, these attempts were unsuccessful. The viperwire was held when the oad was pulled back without wire brake. Further efforts were undertaken to pull back the viperwire and oad as a single unit with the wire brake activated at zero rotation, and at 80,000 rpm and 120,000 rpm rotational speeds, but these maneuvers similarly failed to free the oad. With the guide wire brake deactivated, more forceful retraction of the oad led to inadvertent backward creep of the viperwire. During this process, the 0.014 inch viperwire tip made contact with the crown, following which the crown was able to disengage from the point of resistance and the oad and viperwire were pulled back together successfully. It was only after complete removal and inspection of the oad and viperwire that it was noticed that the crown was broken from the driveshaft. Inspection of the guide catheter system revealed that the remnant crown and nose of the oad was lodged at the viperwire tip, both of which were removed successfully from the body. The procedure was completed with scoring balloon.

Event description:
It was reported that the target lesion was proximal right coronary artery (rca). During advancement of the diamondback 360 coronary orbital atherectomy (oad) crown through rca via radial access, the crown jumped forward at a shepard crooks-like bend of the proximal rca despite care being taken to ensure slow crown advancement at 1-2 mm per second. Subsequent attempts were hence performed in retrograde fashion which allowed stable crown retraction through the lesion. Multiple successful treatments were performed at 80, 000 and 120,000 rpm, not exceeding 20 seconds and 10 seconds per treatment respectively. The crown was parked in the distal segment of the lesion between each treatment. After approximately 7 treatments and upon attempting the 8th, all efforts to retract the oad to facilitate retrograde treatment were met with non-negotiating resistance. The crown remained immobile, while the viperwire advance coronary guide wire with flex tip retained mobility, indicating that the viperwire was free but the crown was stuck. Multiple attempts were made to retrieve the crown, including activation of glideassist mode; however, these attempts were unsuccessful. The viperwire was held when the oad was pulled back without wire brake. Further efforts were undertaken to pull back the viperwire and oad as a single unit with the wire brake activated at zero rotation, and at 80,000 rpm and 120,000 rpm rotational speeds, but these maneuvers similarly failed to free the oad. With the guide wire brake deactivated, more forceful retraction of the oad led to inadvertent backward creep of the viperwire. During this process, the 0.014 inch viperwire tip made contact with the crown, following which the crown was able to disengage from the point of resistance and the oad and viperwire were pulled back together successfully. It was only after complete removal and inspection of the oad and viperwire that it was noticed that the crown was broken from the driveshaft. Inspection of the guide catheter system revealed that the remnant crown and nose of the oad was lodged at the viperwire tip, both of which were removed successfully from the body. The procedure was completed with scoring balloon.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty removing the driveshaft, crown jumping and driveshaft fracture appears to be related to operational context. Review of the images supplied confirms the driveshaft fracture at the proximal edge of the crown. In this case, it is possible that the reported material separation and difficult to remove was due to vessel tortuosity and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).